Manufacturer narrative:
Concomitant medical products: 1226t lead, implanted: (B)(6) 1994, 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. The left ventricular (lv) lead exhibited high threshold, fracture, high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.